Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported event: we observed leaks of urinary catheters. We found urine in the adult protections of 3 patients at 3 different dates. It was reported that the balloon had been tested and it was functional with a properly positioned catheter. Catheters were removed and replaced. There was no reported injury.

Event description:
Reported event: we observed leaks of urinary catheters. We found urine in the adult protections of 3 patients at 3 different dates. It was reported that the balloon had been tested and it was functional with a properly positioned catheter. Catheters were removed and replaced. There was no reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.